Manufacturer narrative:
This report is filed on february 06, 2018.

Event description:
Per the clinic, the patient experienced non-auditory stimulation, intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.